Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information through a clinical study that this cardiac resynchronization therapy defibrillator (crt-d) and lv lead had a pacing percentage of 0%. No programming changes were made and no corrective actions were taken. The crt-d and lv lead still remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The crt-d and lv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the reason for the 0% pacing was that the clinical site performed a reset of the counters before they printed the counters and histograms from the crt-d at the follow up visit. The system is pacing normally and there is no product performance issue. No adverse patient effects were reported.